Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that the sensor triggered threshold suspend even his actual blood glucose was high. The customer's blood glucose was 259 mg/dl at the time when the sensor triggered threshold suspend feature. The customer stated that the sensor was reading high and the actual blood glucose was 134 mg/dl at the time of call. The customer stated that the sensor had a reading of 167 mg/dl and blood glucose was 230 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.